Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The event of lead migration was reported to abbott. The patient underwent a paddle revision due to lead migration. The paddle was replaced with one percutaneous lead. Ipg site was revised due to ipg flipping in the pocket causing discomfort. The ipg was sutured in place. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-07537. It was reported that the patient had experienced the migration of their scs lead and the flipping of their ipg in the scs pocket site. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs lead was replaced and their scs ipg was sutured in place to address the ipg flipping at the pocket site. Therapy was restored post operatively.